Event description:
A break in the retention dome during traction removal. The indwelling period was 120 days. The dome portion was left in the patient's stomach due to difficulty of removing endoscopically.

Manufacturer narrative:
The complaint of retention dome separation is confirmed. No tears or splits in the dome shelf were revealed while under 20x magnification. The entire circumference of the dome shelf surface exhibits adhesive residue suggesting the retention dome had been fixed in place prior to the complaint incident. A magnified view of the dome shelf revealed a consistent adhesive bond exhibiting no voids. The device had been in place for approximately 120 days prior to the complaint incident. However, the longevity of the device, discoloration and evidence of the complete bond suggest another (other) factor(s) was (were) involved. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.